Manufacturer narrative:
A review of the device history record (DHR) was conducted. The device passed all manufacturing specifications prior to release. The root cause according to the nav unit operational log file is most likely due to the rs5 sensor unstable in comm check and the data received from the rs5 was abnormal. During functional testing, both the rs5 and nav. Unit worked as intended. Orthalign, inc. Will continue to monitor this issue and take action when/if alert limits are exceeded.

Manufacturer narrative:
At this time the product has not been returned for investigation. Once the product is returned orthalign will perform an investigation into the alleged accuracy issue. Orthalign is filing this MDR with an abundance of caution with the understanding of the potential harm that the patient could be subject to if the device produces inaccurate measurements.

Event description:
It was reported that total hip arthroplasty was performed with hipalign. Cup angles, especially abduction changed a lot after cup impaction. The anteversion angle also changed as well. He confirmed fixation of the unit and the reference sensor but no loose was found at that time. Subsequently, he completed the surgery with angles the navigation firstly showed.